Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility could not be checked as the implants are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing irritation and unknown problems.